Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, anisomastia. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the device, some creases were observed on posterior view. Within a crease, a tear was found measuring approximately 0.2 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor asr reference number ip-00604241/1-108dkdn. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017.

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast prosthesis implantation procedure with two 275cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral ptosis with asymmetric scarring and left side deflation, post-operatively. As a result, the patient underwent capsulorrhaphy and bilateral removal and replacement with two 425cc mentor memorygel breast implants on (B)(6) 2019. This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor asr reference number ip-00604241/1-108dkdn.